Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated and an occlusion alarm occurred. Pump system check with tandem technical support did not identify location of blockage. Customer did not remove infusion set site for inspection. Customer declined further troubleshooting. Customer's blood glucose was 253 mg/dl.